Manufacturer narrative:
H3: product analysis verified and confirmed that there was a bur broke off and stuck in handpiece. The service report also confirmed that the broken portion of the bur was sent for analysis. Visually, only a portion of inner assembly was returned for analysis and that portion was an inner hub. There was no damage noted at the proximal end of the inner hub (seal was intact). However, the distal end (outside diameter) of the inner hub was deformed. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.330 inches in undamaged area and up to 0.361 inch in deformed area which was out of specification. Functional testing could not be performed due to the state of the broken device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previous codes fdm- b21, fdr- c21, fdc- d16 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, bur broke and the bottom piece appears to be stuck in the handpiece. This occurred after the case, no patient impact at all. On follow up it was reported that the burr had not been properly seated in the handpiece after the procedure. The bur did not come out in one piece, upon visualization it appears part of the base of the burr is still stuck in the handpiece.